Event description:
Device report from synthes (B)(6) reports and event in (B)(6) as follows: on (B)(6) 2013, during a surgery for a supracondylar femur fracture, the surgeon had difficulty unlocking the cable lock to remove the cable tensioner and after several uses the cable tensioner did not work any more. Surgery was extended for approximately 60 minutes. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Patient in her (B)(6). Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.